Event description:
It was reported during a routine device change out that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was not able to be interrogated post implant (prior to wound closer). The physician performed troubleshooting steps and was not able to interrogate the device successfully. The device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for product analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device change out that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was not able to be interrogated post implant (prior to wound closer). The physician performed troubleshooting steps and was not able to interrogate the device successfully. The device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for product analysis.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. This device was received and successfully interrogated in the laboratory. Device memory confirmed that the radiofrequency (rf) communication with the device during the attempted implant procedure there was no telemetry connection following these scans. The behavior of the device pointed to a possible issue with the rf hardware startup and, as such, the rf wake up periods were tested. The rf wakeup pulses were shorter than expected. This behavior is consistent with a shortened telemetry wake-up pulse behavior rf wake up period associated with the crystal oscillator within the rf circuit. Boston scientific's investigation determined that the crystal oscillator within the rf circuit can be slow to start up if there is a high impedance within the crystal. This component malfunction can be intermittent and can be affected by temperature. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period and can result in an inability to successfully interrogate the device. In rare instances, such as this case, the start-up issues can result in repeating resets draining the battery and preventing normal operation of this device product family. This issue resulted in the inability to establish telemetry with this device while attempting implant.

Event description:
It was reported during a routine device change out that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was not able to be interrogated post implant (prior to wound closer). The physician performed troubleshooting steps and was not able to interrogate the device successfully. The device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. This device was returned and product analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device change out that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was not able to be interrogated post implant (prior to wound closer). The physician performed troubleshooting steps and was not able to interrogate the device successfully. The device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for product analysis.